Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pace impedance measurements ranging from 700-2200 ohms, high pacing thresholds and muscle stimulation shortly after implant. The lv lead was programmed off. There were no adverse patient effects. The system remains in service.